Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection of the device was performed and revealed that the filter bag came back in undeployed state. The spring tip was kinked and stretched, and the wire was exposed through the sheath slit. No more damages were observed during visual inspection. During functional inspection, sheathing/unsheathing test could not be performed due to the wire was exposed through the sheath slit. No other issues were identified during the product analysis.

Event description:
It was reported that the sheath was torn, and tip was detached. A 300 cm filterwire ez was selected for use in the carotid artery. The filter was operated as required outside the body, and after priming, it was entered into the delivery sheath and delivered into the patient's body. However, when the filter was advanced, the filter could not be released, and the device could not be pushed or pulled. The physician used a retrieval sheath up to the internal carotid to withdraw the filter, but it was found that the delivery sheath had been torn, and the physician did not avulsion the delivery sheath throughout. After further observation, the filter was slightly shaped, and the tip was already damaged by detachment. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the sheath was torn, and tip was detached. A 300 cm filterwire ez was selected for use in the carotid artery. The filter was operated as required outside the body, and after priming, it was entered into the delivery sheath and delivered into the patient's body. However, when the filter was advanced, the filter could not be released, and the device could not be pushed or pulled. The physician used a retrieval sheath up to the internal carotid to withdraw the filter, but it was found that the delivery sheath had been torn, and the physician did not avulsion the delivery sheath throughout. After further observation, the filter was slightly shaped, and the tip was already damaged by detachment. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.